Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the clinic on (B)(6) 2019 due to continuous low flow hazard with symptoms of heart insufficiency with dyspnea in rest. All pump parameters were in very low values. Flow was <2.5 lpm. Pi was <4. Power around 4 w. CT, echocardiogram (echo), and lab were performed. Echo and lab were unremarkable. The patient was given argatroban. The patient was reportedly less compliant regarding anticoagulation therapy, and was a smoker. The patient is not a transplant candidate at the moment. The clinical team continue to observe the patient under argatroban therapy for some days and prepares a potential pump exchange if no improvement took place. On (B)(6) 2019, pump was exchanged due to suspected inflow or outflow obstruction. The surgery went well and the patient was transferred to the ICU under stable conditions. Suspected inflow or outflow obstruction was not confirmed during the surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned pump confirmed the presence of deposition within the pump. Moreover, review of the submitted system controller log file data confirmed the report of continuous low flow hazard events; however, the evaluation of the returned device could not conclusively determine a specific cause for the low flow condition. The submitted log files contained data from 15dec2019 ¿ 19dec2019 and were almost completely occupied by low flow hazard events. Almost all of the low flow events were associated with an estimated flow value of 2.4 lpm, which is just below the low flow hazard alarm threshold of 2.5 lpm. Estimated flow reduced as low as 2.3 lpm only on a few occasions on (B)(6) 2019 and (B)(6) 2019. Pump power, estimated flow, and average pi parameters all remained relatively low throughout the log file data, ranging from 4.0-4.8 watts, 2.3-3.8 lpm, and 2.3-5.6, respectively, which is consistent with the reported event. Despite the multiple low flow events, the pump speed remained above the low speed limit without issue and the system appeared to be operating as intended. The pump was returned assembled with the driveline severed approximately 3 inches from the nipple of the pump housing and the remainder of the driveline was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow graft and outflow graft bend relief were not returned. Upon disassembly of the pump, a small red tissue-like deposition was observed adjacent to one of the rotor blades on the proximal side of the rotor body. An additional small tissue-like deposition was observed in the outlet stator situated adjacent to the outlet bearing ball and one of the stator blades. The depositions lacked laminated layering, suggesting that they did not initially develop in the locations in which they were identified; however, their specific origins could not be determined. Although a duration of time for which they were present in the device could not be conclusively determined, the depositions were not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that they were not present in the pump for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed depositions; however, it was reported that the patient was less compliant regarding his anticoagulation therapy. The depositions were not obstructing a large portion of the blood flow path and could not be conclusively correlated to the reported low flow alarms. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Following cleaning, functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification. The device operated as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 08may2012 via customer order. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen that should be maintained for patients using the heartmate ii lvas. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition in section 5 "alarms and troubleshooting". This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.